Manufacturer narrative:
Investigation results: the complaint that the needle did not retract could not be confirmed due to functional testing and the condition of the returned 20g insyte autoguard device. The needle was received fully retracted within the safety shield. No damage or defects were observed that would contribute to the reported event. The safety mechanism of the device was reengaged for functional testing. When activated, the safety mechanism performed properly and the needle instantly retracted. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: reported to me he was given a device will the needle did not retract. This came from the emergency department. On 2/6/2025 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 02-01-2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.